Event description:
It was reported that the device was explanted after an implant duration of approximately 23.8 months, due to unknown reasons. Through the operative report recieved, it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report was received. Through further follow-up, it was learned that the device was discarded. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.